Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 500 mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer advised to call back when she has a hemostat available and high pressure will be ran on pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.